Event description:
It was reported by the patient that he underwent open heart surgery on (B)(6) 2013. At which time, the catheter "shattered" in his neck and had to be extracted from his jugular. No additional information is available.

Manufacturer narrative:
(B)(4). The device will not be returned.